Event description:
The customer reported via phone call that the insulin pump was beeping without an alarm. The customer's blood glucose was 77 mg/dl. The customer explained that she had performed troubleshooting for the beep anomaly earlier and that the insulin pump was still vibrating and beeping. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised to monitor her blood glucose to ensure that the insulin pump was working. The customer was advised to revert to a back-up plan and discontinue use of the insulin pump in the case that it was not working as it should. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.